Manufacturer narrative:
Article source/citation: jing, x., liangxu, x., zhide, l., yue, z., & yanghua, t. (2025). Net water uptake combined with neutr ophil-to-lymphocyte ratio predictive value after successful recanalization in acute large vessel occlusion stroke. Frontiers in neurology, 16, 1633967. Https://doi.org/10.3389/fneur.2025.1633967 a.2. This value is the average age of the patients reported in the article as specific patients could not be identified. A.3. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. B.3. Please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. G.4. PMA code missing as device model and lot is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Jing, x., liangxu, x., zhide, l., yue, z., & yanghua, t. (2025). Net water uptake combined with neutrophil-to-lymphocyte ratio predictive value after successful recanalization in acute large vessel occlusion stroke. Frontiers in neurology, 16, 1633967. Https ://doi.org/10.3389/fneur.2025.1633967 literature was reviewed regarding the predictive value of net water uptake combined with neutrophil-to-lymphocyte ratio for clinical outcomes after successful endovascular thrombectomy in patients with acute large vessel occlusion stroke. The following medtronic devices were used: avigo ev3 microguidewire, rebar 18 ev3 microcatheter, and solitaire ab/fr ev3 stent-retrievers. Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between a medtronic product and the deaths. Among all patients, procedural events included emergency stenting in 14 patients. 60 patients had poor 90-day clinical outcomes (modified rankin scale >2) and 8 patients died. No further information was provided pertaining to medtronic products.